Event description:
It was reported that the implantable cardiac monitor (icm) has collected data even though it wasn't activated to do so. Previously, patient details were added to the device but the patient then refused operation and the device was not implanted. During pre-implant there were false data events collected. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.